Manufacturer narrative:
Event date: the date is corrected to (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the patient had implant battery gone bad and he had to charge it every 2 days, he charged at least 2 to 4 hours. Patient report representative (rep) had been working with patient on issue above. Patient said rep had seen him at doctor¿s office many times, trying different settings and another rep with patient about 3 weeks ago, they turned setting up as high as he could. Patient recently had the need to increase parameters. They reviewed with patient how programmed parameters affected recharge interval. Patient said rep had it turned up as much as they can, so he had to charge ins every other day. It was reviewed how number of efficiency bars would affect recharge time. Patient confirmed that he got good coupling. The result of the call was patient was followed up with healthcare professional (hcp) for recharging too often. Patient said he was during getting the new implant model, put in his back. At the same time, patient had cat scan done of lower and middle extremely because he had deteriorated discs and everything, and they found spots on his lung, so the patient had to go in on (B)(6) to do another thing to make sure he didn¿t have cancer or tumors. No further complication and events were reported. On 2018-dec-08 (B)(4) (con): additional information received from the patient. It was reported that the patient tried to explain the settings and how after they know how to charge it now, the battery needs to be replaced at this time. The patient noted that the issues were not resolved. The patient has to charge the battery every day at the moment and it's upon the settings. The left was set 480 to 520 at night and 520 to 580 during the day. The right side was set to 520 to 620 at night and 580 to 740 during the day. While the legs was set to 620 to 680 at night and 830 to 860 during the day. According to the patient, it depends on how much juice in the battery is how much they set it. Now, the patient can't keep it charged. The healthcare professional (hcp) and the manufacturer representatives (reps) said the battery needs to be changed. They have done many settings and it doesn't help. The patient suffers very much from the battery level and the battery is really getting bad. There were no further complications or anticipations reported with this event. On 2019-jan-23 (B)(4) (con): additional information from patient was received. Patient stated ins was replaced for a new stimulator in order to resolve the battery issue. When asked the current status of the affective device, patient didn¿t know. Patient mentioned having stimulator replaced but could not get another manufacturer device because of his insurance, so he received a competitor device and was not happy with them. No further complication and no symptoms were reported.